Event description:
As a transvaginal hysterectomy was being completed, it was noted a small piece of tenaculum had broken off at some point during the case. The piece could not be visualized so a pelvic x-ray was obtained which was read as negative.